Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to duplicate the reported problem. It was determined that the faulty pwa was the root cause. The pwa was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a lec 46822 alarm. There was no patient involvement.